Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 21.9cm was returned for analysis. External insulation abrasion was noted at 14.0-14.3cm from the connector pin, consistent with lead friction to the ICD can. The sensing and rv conductor etfe coatings were abraded at this location. This is consistent with the observation from the field of noise, inappropriate hv therapy, and impedance anomalies.

Event description:
It was reported that the patient presented in emergency room after receiving inappropriate shock therapy due to lead noise. The lead exhibited high, out of range high voltage lead impedance, high pacing lead impedance and loss of capture. The lead was capped and replaced. The patient was doing well and will continue to be monitored.